Event description:
Consumer has to use multiple needles regularly because the insulin is not flowing properly. Ticket number: item number: 320584 item description: microfine pennld 0.23x4mm ultra ticket number: box was no longer present request number: (B)(4).

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.